Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Following the information gathered, the bed would rise on its own (it was not a complete rise, just slightly). The event was observed in arjo service center during qc. The technician suspects that a button was sticking and it seemed like a faulty panel on side rail. No patient was involved. No injury was sustained.

Manufacturer narrative:
E300 error is displayed when the control button is depressed for more than 90 seconds. Pressure should be removed from the control buttons to clear the error. Since, the bed moved on its own during the quality control process and the later evaluation did not reveal any issue, it may suggest that the button could have been pressed accidentally during the quality control process. Arjo device did not fail to meet the specification. The bed was not used by a patient during the incident. No injury was claimed. This complaint was assessed as reportable due to initial allegation of unintended movement.

Event description:
Following the information provided, during first step of the quality control process at arjo service centre (conducted after the bed returned from rental), it was noticed that the bed slightly raised on its own and e300 error was displayed on the control panel. There was no customer allegation during the pick-up of the bed. There was no indication regarding the patient involvement. No injury was claimed. The bed then was inspected by arjo service technician who did not find a fault. The unintentional movement could not be duplicated.